Event description:
Caller states that patient 1 tested 3.6 inr and 2.6 inr on a comparison lab. Patient 2 reported obtained a result of 4.7 inr and 3.5 inr on a comparison lab. Patient 3 reportedly obtained 3.4 inr and 2.6 inr on a comparison lab. No actions were taken baded on device results reported. No adverse event reported. Requested return of suspect device and replacement was sent.